Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device powered up properly after battery installation. No blank display noted during testing. Device also received with cracked battery tube threads and cracked case behind the device at the corner of the belt clip rails. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they changed battery and insulin pump did not come on. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer did not call back after receiving a new battery cap. Customer stated that the insulin pump had crack on back. The device will be returned for analysis.